Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin during the load sequence with multiple cartridges. Customer¿s blood glucose level was 370 mg/dl. The customer reverted to manual injections for continued insulin therapy.